Event description:
It was reported that a patient experienced a y-set leak which caused peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was reported that a ¿solution bag was leaking at the y site, in the crease between the fill and drain line¿. The patient reported that they were using a single bag (ambuflex) set up at the time of the event (no further detail was provided). Two days later, the patient was diagnosed with peritonitis. For the first week, the patient was treated at home with vancomycin, intraperitoneally (500 milligrams per day). This treatment was continued for ten days and then the patient was admitted to the hospital because the peritonitis reportedly ¿got worse¿. While in the hospital, the patient began treatment with cefazolin (1 gram every day for 14 days, route of administration was unknown). Six days after being admitted to the hospital, the patient was discharged. After discharge, treatment with cefazolin was continuing. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter peritoneal dialysis disposable y-set. Should additional relevant information become available, a supplemental report will be submitted.